Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. A33667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain/pain"). The patient was treated with surgery (surgical removal of the device via hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, cystitis, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: essure confirmation test revealed the tubes were blocked - placement was good. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Pfs received. Abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal)type, migraines / headaches bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge and fatigue. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('abnormal position of her right essure'), pelvic pain ('chronic pelvic pain') and menorrhagia ('excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A33667-not valid, a78083) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test revealed the tubes were blocked - placement was good. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain ("abdominal pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (ablation and surgical removal of the device via hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, migraine, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, cystitis, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs and mr received: reporter was added. Lot no. Was added. Device dislocation was added as a event & captured from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. A33667-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain/pain"). The patient was treated with surgery (surgical removal of the device via hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, cystitis, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: essure confirmation test revealed the tubes were blocked - placement was good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('abnormal position of her right essure'), pelvic pain ('chronic pelvic pain') and menorrhagia ('excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A33667-not valid, a78083) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test revealed the tubes were blocked - placement was good. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain ("abdominal pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (ablation and surgical removal of the device via hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, migraine, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, cystitis, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number a33667 is invalid. Lot number: a78083, manufacture date: 2012-12, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. A33667-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain/pain"). The patient was treated with surgery (surgical removal of the device via hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, cystitis, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: essure confirmation test revealed the tubes were blocked - placement was good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('abnormal position of her right essure'), pelvic pain ('chronic pelvic pain') and heavy menstrual bleeding ('excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A33667-not valid, a78083) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, adenomyosis, menorrhagia and cyst. Essure confirmation test revealed the tubes were blocked - placement was good. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain ("abdominal pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (ablation, surgical removal of the device via hysterectomy and surgical removal of the device via hysterectomy/hysterectomy ,bilateral salpingectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, migraine, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, vaginal infection, cystitis, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number a33667 is invalid. Lot number: a78083 manufacture date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information , other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (surgical removal of the device via hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.